Event description:
During service by baxter, the device failed accuracy test with underdelivery on channel b and channel c. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. Evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defective pumphead, caused the inaccuracy. The pump head module on channel b and channel c were replaced. The pump was tested for proper operation and pump found to function properly.